Manufacturer narrative:
The customer's staff noticed wires hanging from underneath the bed. The arjo service technician inspected the device and found that the cu power cable (joins the main power cable and the cu20 control unit, responsible for supplying power to all the side rail functions and the safety set lights) and power drive cables were cut. It was confirmed by the photographic evidence provided. The arjo service technician did not see the burnt floor as the bed was moved to another room before his arrival. There were no signs of smoke or fire on the cables and there was no indication of sparks emission. Thus we could not confirm that the arjo device caused the burnt floor. The circumstances of the bed damage are unknown. Based on the device condition and previous complaints analysis it was assumed that the most probable root cause of the malfunction was that the cables were mechanically damaged. The cables can be mechanically damaged if the bed¿s movement is interrupted by the obstacle, for example when it is placed under the bed. In the complaint at hand, the cable cover must have been pulled, and cables were snapped. However, due to unknown circumstances in which the malfunction occurred, this hypothesis and exact cause of the claimed malfunction could not be determined. The product instruction for use (IFU 831.374-en rev.11) states: "ensure pathway is clear of cords, hoses and obstacles before driving bed forward or backwards" and "ensure area beneath power drive system is clear before engaging drive system". Arjo device was involved in the reported event and failed to meet its performance specification since the cables were damaged. There was no indication of the patient involvement. The claim was assessed as reportable due to allegation that the bed's damaged cables caused the burnt floor.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the bed's damaged cables caused the burnt floor. There was no indication of the patient involvement. No injury was reported.